Event description:
T was reported that the ultrasound gastrovideoscope exhibited a malfunction in which the ultrasound video was not working, and no ultrasound image was displayed. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.